Event description:
(B)(4). When I had essure put in my blood pressure dropped and I had chills and weakness. It was supposed to be less than 30 minutes and I was at the dr office for almost 3 hrs waiting for my blood pressure to come back up. The dr almost had to send me to the hospital. After having the essure I had numerous complaints including painful intercourse, no period for almost a year, pain in my abdomen left and right. I ended up having to take birth control pills to try to fix the side effects. That didn't work. After numerous options I had to have a hysterectomy.